Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one ultra meter read inaccurately low compared to her feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy started ¿2 weeks¿ ago. At an unspecified date/time, the patient obtained blood glucose readings of ¿114, 118, 124 mg/dl¿ with the subject meter. The patient manages her diabetes with oral medication (januvia, 50 mg) and denied taking any action in regards to her normal diabetes management in response to the alleged inaccurate result(s). The patient stated, two weeks after the alleged issue occurred, she developed symptoms of ¿sweating¿. At an unspecified date/time, the patient went to her doctor¿s office for a visit where her blood glucose was tested and obtained a laboratory result of ¿6.1¿. It is not known if the patient received any treatment during her doctor¿s office visit. The cca confirmed that the subject meter was set to the correct unit of measure setting. The cca discovered that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up ((B)(6) 2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on(B)(4) 2014, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.